Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event date was (B)(6) 2015. The patient's clinical diagnosis was updated to post-operative confusion. Etiology was updated to programming/stimulation with the most recent interrogation prior to the event being (B)(6) 2015. Etiology was also noted as surgery/anesthesia. Symptoms was updated to confusion, sad mood from previous report of sad mood with alcohol consumption. The event was resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that on (B)(6) 2015 post-operatively the patient experienced a sad mood with alcohol consumption. Date of test was (B)(6) 2015. It was unknown if this was related to programming/stimulation. The patient had required medical or non-surgical therapy in the form of psychiatric therapy and introduction of xanax and seroplex on (B)(6) 2015. No surgical intervention had occurred and it was unknown if any was planned. It was unknown if the issue had resolved, event was ongoing. Patient's medical history included parkinson's disease and the patient was taking movement disorder and/or psychiatric medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.